Event description:
Used a safety syringe "vanishpoint" automated retraction technology to administer haloperidol-decanoate injection. During administration of the medication, the syringe separated between needle and hub, causing the medication to spill out over client's body. Dates of use: used one time. Diagnosis or reason for use: schizophrenia.